Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged fill estimate issue could not be confirmed due to an additional issue identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an inaccurate fill estimate was received. Customer's blood glucose level was 126-127 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.